Event description:
During an incident on 02/28/2000 involving female pt in cardiac arrest and with CPR in progress, this defibrillator went dead after one shock. The battery was replaced and the defibrillator went dead again after the second shock. Another crew arrived with a defibrillator and their battery was used in this unit to shock a 3rd time before the unit went dead. CPR was continued throughout. The pt was transported to a hosp and her outcome is unk. This crew reports the batteries were taken from a charger displaying a green light at the start of tour. Upon arrival of this crew, an als crew was using their lifepak defibrillator that failed with both of their batteries. The pt's history includes triple bypass, ape and 3 mls. Treatment at the scene included medications, bag valve mask w/o2, oral/nasal airway, and suction.